Manufacturer narrative:
D9: date returned to mfg 5/30/2024. One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the bad latch lock flex was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cassette not attached error. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.